Event description:
It was reported that the device had a blank display and would not respond to any buttons, a lock-up failure. There was no patient use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported lock up failure. Physio continues to investigate the reported/observed problem. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.